Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs for clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The tension spring assembly and the anchor tab were inside of the delivery device. The seal was extended outside of the delivery device tube; it remained anchored to the tension spring assembly. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Refer to MFR report # 2242352-2012-01093 for related reports.